Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s wife and patient) regarding a patient who was currently receiving morphine with a concentration believed to be 20 mg/ml at a dose rate of 2.5 mg/day via an implantable pump for spinal pain. It was reported the patient had been talking to the doctor because they didn¿t know if one of the stitches came out or what, but it was actually cutting through their skin on the abdomen. The issue occurred about six months ago (date of event was unknown). It was noted that the patient¿s biggest problem was that they have a terminal illness (onset date unknown). The patient has had ¿40-some surgeries¿ and the anesthesia and they had to keep increasing it; the patient had a ¿toxicity thing¿ that causes seizure disorder; date of events was unknown on (B)(6) 2019, a company representative further reported that the patient had missed a refill in (B)(6). No further patient complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the patient was receiving morphine (20mg/ml at 1.75mg/day). The pump and catheter pump segment were replaced during pocket revision. The revision was due to an area of the tissue above the pump where it appeared the tissue was thinning. No environmental, external, or patient factors were reported to have caused this issue. During the revision, the pump segment of the catheter was overgrown and tangled within the pocket capsule/tissue. The catheter pump segment was cut into pieces during pocket revision/dissection of the pocket. It was replaced as a result of the dissection. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.